Event description:
The customer reported that the 840 ventilator had a graphic user interface (gui) key stuck. The malfunction did not occur during pt use. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer stated that he would run the unit on a test lung and attempt to duplicate the malfunction. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).